Manufacturer narrative:
This incident concerned a 30855p surgical table mfg by steris in 12/2000. The facility owns an optional radiolucent top that may be mounted onto the table. The radiolucent top can be elevated with two-inch standoffs that allow hosp staff to insert hard x-ray cassettes from the head, foot, or side of the table. According to the hosp, the table shifted or tipped to the left during a procedure. The pt, who was supported by table restraints and the surgeon, was not injured. Upon learning of the incident, steris dispatched a service tech to the hosp. The hosp would not permit the tech to examine the table. The hosp reported, however, that hospital engineering had assessed the table. They reportedly found that the table's x-ray top head and foot standoffs were somewhat loose, but that the table controls were functioning properly. Per the hosp, they tightened the standoffs and the table is now back in service. Steris advises customers to inspect products prior to use to ensure proper operation.